Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The transmitter was evaluated. An external visual inspection was performed and passed. Transmitter voltage test: passed (0.21 vdc).nordic bluetooth pairing test: passed. A review of the bin file was performed and signal loss was found within the investigation window. The allegation was confirmed. Patient allegation confirmed but could not be reproduced with returned product. The receiver was evaluated. An external visual inspection was performed and passed. A review of the share logs/receiver logs was not performed because it is not applicable to the alleged issue. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.